Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 32mm synergy drug-eluting stent (des) was deployed to treat the lesion. However, following post-dilation, a proximal edge dissection was noted in the distal part of the stent. A 2.5 x 24mm synergy des was then deployed distally to the first stent overlapping it and covered the edge dissection to complete the procedure successfully. No further patient complications were reported and the patient's status was stable.